Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keys started failing. The customer's blood glucose was unknown at the time of incident. Customer stated that there is a crack on the center button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with intermittent button response due to keypad overlay peeling. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.